Event description:
Reported that during an unk procedure, the device had no function, an error code 5 was received. There was no reported pt consequence and the procedure was finished with a like device.